Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted the customer care solution center and reported a speaker failure with the complaint device and requested support. The device was not in use on a patient.